Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include pain, inability to have intercourse without severe pain and bleeding, cannot have normal bowel movements.